Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid to distal right coronary artery (rca) with moderate tortuosity. Pre-dilatation was performed and the 3.5 x 23 mm promus stent delivery system (sds) was advanced; however, the device could not cross to the lesion. Additional dilatation was performed, and another attempt was made to advance the promus, but the sds could not cross the lesion, and the shaft became kinked. A dissection was observed in the distal rca, and was treated with a 2.5 x 28 mm promus. A 2.5 x 28 mm promus stent and a 3.0 x 23 promus stent were used to completely treat the target lesion. There were no additional adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, fielder fc. Guide cath: 6f il3.5 5f st. The anatomical conditions were described as totally occluded with moderate tortuousity which appears to have contributed to the failure to cross the lesion. Further attempts to cross the lesion appear to have subsequently led to the reported kink. The reported dissection is listed in the promus instructions for use (IFU) as a known adverse event associated with coronary stenting. It was reported that the device was removed for additional pre-dilatation of the lesion and the same device was re-inserted. It should be noted that the instructions for use states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. However, it does not appear that the (IFU) violation of re-insertion of the stent delivery system (sds) contributed to the dissection. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. A review of the device lot history record indicated no related nonconforming material records for the lot and a search of the complaint database indicated no related incidents. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.